Manufacturer narrative:
The device was returned and evaluated by olympus and the customer's allegation was confirmed. In addition to the findings, evaluation found the image guide bundle was severely broken, the bending angle was over specification, the channel cleaning brush could not be inserted due to the collapse of the forceps channel, the flexible tube of the insertion section was crushed, the mark of the operation part was peeling, and water tightness was not maintained due to perforation of the forceps channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a. Stress of repeated use, b. External factors, c. Handling. A definitive root cause cannot be identified. Additional information was requested regarding this event but the requested information was unable to be obtained. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the image guide was bent and black spots appeared on the screen of the tracheal intubation fiberscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the image guide coil was peeling off. The report is being submitted due to the coating peeling found during evaluation.